Event description:
It was reported at the conference that during a procedure in 2005 to treat a basilar artery tip aneurysm, the patient suffered a fatal hemorrhage. The physician had advanced the guidewire [subject device] distally to the lesion in the p2/p3 segment and a stent was successfully placed bridging the neck of the aneurysm. As the guidewire was being carefully manipulated, the tip appeared to straighten out. Attempts to retract the wire were unsuccessful suggesting the guidewire was stuck in a small perforator vessel. An angiogram was taken but showed no dye extravasation. The wire was removed using a pull/push technique. The patient suffered bradycardia and extravasation was noted on angiography. Coiling was performed to treat the bleeding and a post procedure CT scan revealed a significant intracranial hemorrhage. Two days post procedure, the family requested the withdrawal of care due to neurological deterioration and the patient died. The date of death was not provided.

Manufacturer narrative:
Other: for no allegation of prod malfunction or non conformance.